Event description:
The reporter did not specify the nature of the complaint. There was no pt injury reported. Eval for the returned canopy shows that the large window b zipper slider body is open.

Manufacturer narrative:
(B) (4). Eval: results - eval for the returned canopy shows that the panel side a drainage port zipper has a 2 inch tear at the start and end. The large window b zipper slider body is open; the drainage port zipper start has a 1 inch tear. The window side d has 1 inch broken stitches, and a 2 inch hole in the net. There is other damage to the canopy that is not relevant to this claim. (B) (4).